Event description:
The customer reported to olympus that the monitor screen and power went out during a therapeutic gynecological laparoscopic procedure. The monitor was replaced with a similar device and the procedure was completed. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
E1 shortened from: (B)(6). Due to character restrictions. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found no device abnormalities. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon was not reproduced. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.